Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. The reactive results for the patient sample were confirmed during internal testing. However, further analysis concluded that the results were false reactive for both the elecsys hiv combi pt and elecsys hiv duo assays. Calibration data for the elecsys hiv combi pt assay showed signals for calibrator 1 and calibrator 2 within expected ranges. Quality control data could not be evaluated as the customer used a non-roche control material. No relevant instrument alarms were identified during the reported timeframe. The root cause was attributed to a sample-specific discrepancy. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant reactive results for a patient sample tested with the elecsys hiv combi pt assay on the cobas 6000 e601 module. The elecsys hiv combi pt assay generated reactive results with cutoff index (coi) values of 42.21, 36.22, and 26.95. Additional testing was performed using the elecsys hiv duo assay, which also generated reactive results with subresults of hiv antigen (hivag) at approximately 20.5 coi and anti-hiv (ahiv) at 0.06 coi (non-reactive). Confirmatory testing using western blot was non-reactive for hiv-1 and hiv-2 antibodies. Further testing with chemiluminescent microparticle immunoassay (cmia) was also non-reactive for hiv-1 and hiv-2 antibodies.